Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, and the pump had not been working and the customer alleged that the pump under delivered the insulin. The customer reported a blood glucose value was 22 mmol/l. The customer experienced hyperglycemia and diabetic ketoacidosis, was hospitalized and was treated with insulin pump and inpen. The customer also experienced symptoms of nausea, cramps at the time of hospitalization. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The customer was used the smart guard/auto mode of the insulin pump at the time of the high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible under delivery not confirmed. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display/unexpected pump shut down noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-apr-2025 listed on smartsolve due to insufficient data in the trace/history files (primary svn: (B)(6). Perform the history review 1 week prior to the event date 29-apr-2025 (primary svn: (B)(6) in the pump history file and found 9 lost sensor 1 alert (780) on (B)(6) 2025, 1 low battery alert (104) on (B)(6) 2025 06:46:23.000, 1 change battery fault (73) on (B)(6) 2025 15:57:00.000, 2 off no power (11) on (B)(6) 2025 16:28:00.000 and on (B)(6) 2025 16:38:00.000, and 1 batt out limit (6) on (B)(6) 2025 22:05:49.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. When using the ngp power management analysis tool, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, when using the ngp power management analysis tool, this tool does not provide power data. Unable to check power data for low battery alert and replace battery alert/change battery fault (73), replace battery now alarm/off no power (11) and batt out limit (6). On a related svn: (B)(6) the customer alleged power problem-battery loss anomaly on (B)(6) 2025. The pump history files date range is on (B)(6) 2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 08-feb-2025 due to no data available in the pump history file. Unable verify power problem-battery loss anomaly, perform the history review 1 week prior to the event date 08-feb-2025 or perform the battery duration calculation due to no data available in the pump history file. However, when using the ngp power management analysis tool, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (This tool does not provide power data.). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). No current code/category not confirmed. Delivery anomaly-possible under delivery not confirmed. Power problem-battery loss unknown (related svn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.